Event description:
During the index procedure one endeavor sprint drug eluting stent was used to treat the mid lad. Approximately 20 months post index procedure the patient suffered thrombosis which led to myocardial infarction. This was treated with medication and percutaneous transluminal coronary angioplasty. The event is resolved. The investigator reported that it is unknown if the event is related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.